Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis determined that the s1 reed switch was stuck closed resulting in the incomplete rpa functional test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indicator (eri). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.